Event description:
It was reported that the customer had to change the insulin pump's battery frequently. The customer had to restart the rewind process in order to complete it. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.